Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospice on (B)(6) 2020. The customer was hospitalized on (B)(6) 2019 due to cancer. The cause of death was cancer. The caller stated that the customer had cancer that may have led to the customer's passing. The customer¿s blood glucose was 500 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. It was unknown if the caller will return the insulin pump for analysis.